Event description:
It was reported that interrogation of the implantable cardiac monitor showed multiple episodes that appeared to be due to oversensed muscle noise. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.